Event description:
A report was received from the field indicating that five healthcare workers were exposed to oil mist from the sterrad 200 unit. The worker for which this report is being submitted experienced headaches after exposures to the oil mist. Duration of symptoms was reported as unk. No other details were provided by the initial reporter. This report is for the fourth worker.

Event description:
Upon further investigation by baxter the following information was obtained: the customer discontinued use of the homechoice (hc) machine and returned it to baxter's product analysis laboratory. The following information was obtained from the patient's nurse: on (B)(6) 2010, the patient died due to (B)(6). On (B)(6) 2010, the patient experienced a heart attack and died the same day while in the hospital. The reason for the hospitalization was not reported. It was unreported whether an autopsy was performed. The cause of the death was related to (B)(6). (B)(6) therapy was ongoing until the patient's death. Per the nurse, the fatal (B)(6) was unrelated to (B)(6) therapy. The nurse did not provide an opinion of causality for the heart attack. There was no reported peritonitis. The nurse declined to provide further information. Concomitant medications were not reported.

Manufacturer narrative:
This is capital evaluated at customer's facility. Per the asp field service engineer: odor/smell. Oil filter and catalytic decompressor filter. The unit meets MFR required specifications. Cause code: oil mist filter. This is one of six 3500a reports being submitted for this product malfunction. Please ref MFR report numbers: 2084725-2009-00674, 2084725-2009-00675, 2084725-2009-00676, 2084725-2009-00677, and 2084725-2009-00679.